Manufacturer narrative:
Investigation summary : the device was sent to the supplier for evaluation. The supplier reports indicate: no signs of activation at distal tip. Saline residue in suction tube. No visible damage to handle or plug. Electrical testing was performed and the electrode passed the capacitance tests, the hipot test and the return continuity test. The electrode failed the active continuity test. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. The activation tests failed. Ablate produced an output short error message and coag had no activation. The performance of the device was further assessed by activating the device via the ablate yellow foot pedal for an extended period. After 1 minute 14 seconds consistent activation was achieved on both ablate and coag modes. This complaint can be confirmed. A break in continuity across the electrical crimp was discovered. From the supplier¿s investigation they were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document. A review of the supplier complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. As detailed in the product control plan this product is 100% inspected for continuity as part of its product test regime therefore all reasonable containment is in place and additional process containment work is not considered necessary. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the affiliate via complaint submission tool that during an unknown procedure when connecting the vapr s90 4.0mm w/integr hdp -ea to the equipment, it displays error message "short circuit on output". This unit had to be replace and another unit had to be connected on its place, this unit is functioning properly. No patient consequence and no surgical delays were reported. No other information available. This is 1 of 1 for report (B)(4).